Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: (B)(4), implanted: (B)(6) 2013.

Event description:
It was reported that the left ventricular (lv) lead developed high thresholds and became non-functional. The lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.